Event description:
It was reported that the apyx-27-tp handpiece tip possibly broke inside the patient during a procedure with renuvion. It is unknown if the tip fell off during cleaning or during the procedure and the patient has not been evaluated for the presence of the tip.